Event description:
It was reported that during a device follow up, the right atrial (ra) lead had a gradual increase to high pacing impedance. No further actions were taken and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.